Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is an iatrogenic fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced due to a iatrogenic fracture during surgery. The fin nail was replaced with a 10mm x 420mm standard im nail per the sign technique manual. Surgeon comment: "entrance point was anterior, I don't know, it could be the cause of iatrogenic fracture. Revision surgery will be done, the retrograde fin nail will be removed and fix with antegrade standard nail."